Event description:
It was reported the technician found the fowler cable was not releasing the fowler to go down as the cylinder gets stuck in a 45 degree angle. It was also reported the front bumper is cracked, the brake ring is bent, both caster wheels are worn down, and both hydraulics slip down. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Eval: bumper.